Event description:
It was reported by our (B)(4) affiliate that following the implant of a sapien 3 valve an annular rupture was noted. The valve was implanted with 2ml less volume and no pvl was observed. A small rift on the outflow track was observed on the control angiography and pericardial leak was seen on the echo. The patient began to lose pressure. A pericardial drainage was done and the patient recovered the blood pressure. Heparin was reverted with protamine but the leak persisted so a sternotomy was done, observing a hematoma. Only one stitch was given in the place where the leak was observed in order to resolve the event. The patient was good and was discharged to the critical care unit. The patient¿s native annulus measured in area 560mm2, with moderate calcification in the outflow track.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case the exact cause of the annular rupture could not be determined, however it is likely the moderate calcification on the outflow tract like contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.